Event description:
It was reported that during the surgical procedure, the permanent cautery hook instrument was arcing and smoking at the tip. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found evidence of arcing at the instrument yaw pulley, conductor cap, and on one side of the distal clevis. This discovery has led engineering to conclude that the instrument arced during the surgical procedure, thus causing the smoke experienced by the customer. This instrument was manufactured in january 2004. The instrument has since been redesigned to improve performance.